Manufacturer narrative:
A ge service representative performed an on site investigation. The ups (uninterruptible power supply) was replaced, the workstation circuit boards were reseated and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system shut down and would not restart. There is no report of patient injury.